Event description:
A malfunction was reported when a pump declared an altitude alarm. The customer's blood glucose level was 163.8 mg/dl. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, after which insulin delivery resumed successfully, and the pump returned to normal operation. Tips were provided to prevent future altitude alarms, and the customer acknowledged the guidance.